Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: needle are clogged blocked. When attached to prefilled, cannot move plunger, tested with trying to pulll med from vial, cannot draw, so sounds like clogged/blocked needle. Asked customer to hold samples if possible. Customer would like replacement of other lots. No patient impact, multiple dates (not specific).

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: needle are clogged blocked. When attached to prefilled, cannot move plunger, tested with trying to pull med from vial, cannot draw, so sounds like clogged/blocked needle. Asked customer to hold samples if possible. Customer would like replacement of other lots. No patient impact, multiple dates (not specific).